Event description:
It was observed that during the device inspection, the videoscope exhibited foreign material on the probe cover at the end of the camera head channel and foreign material on the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: for the events "foreign objects have been mixed in the plastic distal end cover" and "foreign objects have been mixed in the objective lens": from the facts obtained from the investigation, it can be recognized that leakage occurs due to a cut on the insertion section of the connecting tube. Therefore, it is presumed that they could not accomplish reprocessing appropriately, and there is a possibility of remaining of the foreign objects. For the event "flexible sheath is damaged": the root cause could not be defined. The event can be prevented by following the instructions for use which state: cyf-vh, there is a description in cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the videoscope exhibited a damaged flexible sheath which was found on (B)(6) 2024. There were no reports of patient involvement.